Event description:
It was reported that when the implantable neurostimulator (ins) battery "got low/halfway down" the stimulation felt like it was ¿pulsing harder¿ and vibrating and caused the patient pain or irritation. The patient stated they were sensitive due to reflex sympathetic dystrophy syndrome (rsd). It was noted that ¿they¿ kept the patient on low levels because of ¿how their foot worked.¿ the patient stated that when the ins battery got low they usually turned the stimulation off. The patient noted that they had been feeling this ¿for years.¿ the patient stated that they usually had stimulation on ¿all the time.¿ the patient observed an elective replacement indicator (eri) one night prior to report. The day prior to report the patient ins battery was low so they turned it off because they did not have time to charge and turned the ins back on to recharge and observed the eri. The patient stated the ins had been ¿life-saving.¿ the patient noted that the device had made so much of a difference on their foot. The patient thought it even helped the circulation because their foot used to be ¿purple/blue/every color of the rainbow¿ and now it was a normal color ¿most of the time¿ and not swelling ¿huge like it was before.¿ the caller inquired if there was a problem leaving the ins ¿inside¿ after end of service (eos). The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 355029, lot# n0028596, implanted: (B)(6) 2005, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 377730, lot# n0029683, implanted: (B)(6) 2005, product type: lead. (B)(4).